Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted during the operation and the intraoperative urine flow was good. At the end of the operation, the catheter was pulled out, and when the cuff was checked, it was deflated. When the user poured water into the catheter that came out and checked the situation, there was a water leak. It was wilting the next morning. The event occurred four hours after placement. There was no balloon rupture or tear observed on the foley catheter. The water leaked from the balloon. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter.

Event description:
It was reported that the foley catheter was inserted during the operation and the intraoperative urine flow was good. At the end of the operation, the catheter was pulled out, and when the cuff was checked, it was deflated. When the user poured water into the catheter that came out and checked the situation, there was a water leak. It was wilting the next morning. The event occurred four hours after placement. There was no balloon rupture or tear observed on the foley catheter. The water leaked from the balloon. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure could be lumen compromised by a puncture or cut. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: [warnings]: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: patients with known allergy to silver coated catheter. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.